Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code f1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and explained this triggered was due to a detected high impedance battery condition, battery impedance will increase leading to rf telemetry disabling, which prevents the device from entering safety core mode. Ts recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode or that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Corrected fields: additional MFR narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed. It was operating in safety mode or that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code f1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and explained this triggered was due to a detected high impedance battery condition, battery impedance will increase leading to rf telemetry disabling, which prevents the device from entering safety core mode. Ts recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code f1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and explained this triggered was due to a detected high impedance battery condition, battery impedance will increase leading to rf telemetry disabling, which prevents the device from entering safety core mode. Ts recommended device replacement. The device was explanted and replaced. No adverse patient effects were reported.